Event description:
It was reported that a sensor failure was reported. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, around 8 pm, the patient experienced a third sensor failure, which is captured in this complaint. During this event, the patient was not using a blood glucose (bg) meter as a backup. The patient "blacked out" and was taken to the emergency room (ER) for evaluation, where her bg level was found to be 2000 mg/dl. It was reported that the patient's kidneys had shut down and she had issues with "severe brain flowing." The patient was treated with a continuous IV insulin drip from (B)(6) 2025 , in the intensive care unit (ICU). After being taken off the IV insulin drip, the patient was moved to a regular hospital room and put back on her omnipod insulin pump and dexcom sensor. The patient was discharged around 2 pm on (B)(6) 2025. No other patient or event details were provided, as the patient could not recall any further specifics, stating her memory of the event is "hazy." The patient was "feeling fine" at the time of the report. Data investigation could not confirm sensor failure. The root cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.